Event description:
Additional information: the pump and catheter were explanted on (B)(6) 2011. The patient outcome was resolved without sequelae.

Event description:
It was reported that a patient had increased pain. A catheter migration was confirmed by x-ray on (B)(6) 2011. The pump was checked under fluoroscopy. The hcp could not aspirate or inject into the pump. The catheter was noted to be out of the spinal canal and in the posterior soft tissue. The patient's medication dose was changed from morphine (concentration 30.0 mg/ml; daily dose of 8.259 mg/day) and bupivacaine (concentration 10.0 mg/ml; daily dose of 2.753 mg/day) to morphine (concentration 30.0 mg/ml; daily dose of 8.259 mg/day) and bupivacaine (concentration 15.0 mg/ml; daily dose of 4.129 mg/day). The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).